Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/severe pain') and device breakage ('removed in pieces from right and in totum from left') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, vaginal pain, vaginal bleeding, vaginal discharge, cervicitis, numbness in feet, headache, weakness, dizziness, lower abdominal pain, flank pain, burning micturition, cystitis, urinary tract infection, endometritis, vaginal itching, vaginal yeast infection, pregnancy, bipolar disorder, loop electrosurgical excision procedure and endometrial ablation. Previously administered products included for an unreported indication: zolpidem in 2006 and abilify in 2006. Concurrent conditions included back pain, hematuria, dysuria, koilocytosis, dysplasia, dehydration, constipation, ovarian cyst, vaginal yeast infection, candida test positive, retroverted uterus, vaginitis, abdominal wall hematoma, abdominal tenderness, uterine tenderness, vomiting and uterine bleeding. Concomitant products included cocaine, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6)2008 to (B)(6)2018 and ibuprofen from (B)(6)2008 to (B)(6)2018. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes:uti"), depression ("depression"), anxiety ("anxiety") and abdominal pain ("abdominal pain on both left and right sides/severe abdominal pain"). In 2012, the patient experienced galactorrhoea ("hormonal changes describe: breast produced milk"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping) / bad cramps"), dyspareunia ("dyspareunia(painful sexual intercourse)/painful sex"), abdominal distension ("bloating"), flatulence ("gas"), constipation ("constipation/extreme constipation"), diarrhoea ("diarrhea"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the device breakage, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal distension, flatulence, constipation, diarrhoea, alopecia, galactorrhoea, migraine, headache, nausea, depression, anxiety, vaginal discharge and fatigue outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, flatulence, galactorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6)2008. Three coils were identified in the endometrial cavity. You had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Abdominal pain, painful sex, fatigue, stomach / digestive issues, hormonal issues . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure device was successfully occluded; in 2009: results: everything was normal.. Pathology test - on (B)(6)2018: two undesignated fimbriated fallopian tube segments, also noted within the same container are two tightly wound to focally un-wound, thin, silver-colored metallic wires, one of which displays a small amount of attached, cauterized, tan-pink soft tissue (6.5cm and 13.0 cm in length). Ultrasound pelvis - on (B)(6)2008: 2.5cm complicated left ovarian cyst, possibly hemorrhagic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain,urinary tract infection, vaginal bleeding, abdominal pain, menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : removed in pieces from right and in totum from left quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/severe pain') and device breakage ('removed in pieces from right and in totum from left') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, vaginal pain, vaginal bleeding, vaginal discharge, cervicitis, numbness in feet, headache, weakness, dizziness, lower abdominal pain, flank pain, burning micturition, cystitis, urinary tract infection, endometritis, vaginal itching, vaginosis fungal nos, pregnancy, bipolar disorder, loop electrosurgical excision procedure and endometrial ablation. Previously administered products included for an unreported indication: zolpidem in 2006 and abilify in 2006. Concurrent conditions included back pain, hematuria, dysuria, koilocytosis, dysplasia, dehydration, constipation, ovarian cyst, vaginal yeast infection, candida test positive, retroverted uterus, vaginitis, abdominal wall hematoma, abdominal tenderness, uterine tenderness, vomiting and uterine bleeding. Concomitant products included cocaine, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6)2008 to (B)(6)2018 and ibuprofen from (B)(6)2008 to (B)(6)2018. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes:uti"), depression ("depression"), anxiety ("anxiety") and abdominal pain ("abdominal pain on both left and right sides/severe abdominal pain"). In 2012, the patient experienced galactorrhoea ("hormonal changes describe: breast produced milk"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping) / bad cramps"), dyspareunia ("dyspareunia(painful sexual intercourse)/painful sex"), abdominal distension ("bloating"), flatulence ("gas"), constipation ("constipation/extreme constipation"), diarrhoea ("diarrhea"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the device breakage, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal distension, flatulence, constipation, diarrhoea, alopecia, galactorrhoea, migraine, headache, nausea, depression, anxiety, vaginal discharge and fatigue outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, flatulence, galactorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6)2008. Three coils were identified in the endometrial cavity. You had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Abdominal pain, painful sex, fatigue, stomach / digestive issues, hormonal issues diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure device was successfully occluded; in 2009: results: everything was normal.. Pathology test - on (B)(6)2018: two undesignated fimbriated fallopian tube segments, also noted within the same container are two tightly wound to focally un-wound, thin, silver-colored metallic wires, one of which displays a small amount of attached, cauterized, tan-pink soft tissue (6.5cm and 13.0 cm in length). Ultrasound pelvis - on (B)(6)2008: 2.5cm complicated left ovarian cyst, possibly hemorrhagic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain,urinary tract infection, vaginal bleeding, abdominal pain, menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : removed in pieces from right and in totum from left quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received. Medical history, concomitant drug, historical drug added. Outcome of the event pain updated. Event : removed in pieces from right and in totum from left were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/severe pain, chronic'), genital haemorrhage ('bleeding - gen. Abnorm. Bleed') and device breakage ('removed in pieces from right and in totum from left') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, vaginal pain, vaginal bleeding, vaginal discharge, cervicitis, numbness in feet, headache, weakness, dizziness, lower abdominal pain, flank pain, burning micturition, cystitis, urinary tract infection, endometritis, vaginal itching, vaginal yeast infection, pregnancy, bipolar disorder, loop electrosurgical excision procedure and endometrial ablation. Previously administered products included for an unreported indication: zolpidem in 2006 and abilify in 2006. Concurrent conditions included back pain, hematuria, dysuria, koilocytosis, dysplasia, dehydration, constipation, ovarian cyst, vaginal yeast infection, candida test positive, retroverted uterus, vaginitis, abdominal wall hematoma, abdominal tenderness, uterine tenderness, vomiting and uterine bleeding. Concomitant products included cocaine, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2008 to (B)(6) 2018 and ibuprofen from (B)(6) 2008 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes:uti"), depression ("depression"), anxiety ("anxiety / psych injury related to essure") and abdominal pain ("abdominal pain on both left and right sides/severe abdominal pain"). In 2012, the patient experienced galactorrhoea ("hormonal changes describe: breast produced milk"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping) / bad cramps"), dyspareunia ("dyspareunia(painful sexual intercourse)/painful sex"), abdominal distension ("bloating"), flatulence ("gas"), constipation ("constipation/extreme constipation"), diarrhoea ("diarrhea"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, bladder disorder and urinary tract disorder had resolved, the device breakage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal distension, flatulence, constipation, diarrhoea, alopecia, galactorrhoea, migraine, headache, nausea, vaginal discharge and fatigue outcome was unknown and the abdominal pain was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, flatulence, galactorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2008. Three coils were identified in the endometrial cavity. Plaintiff received treatment for gen. Abnormal bleeding abdominal pain, painful sex, fatigue, stomach / digestive issues and hormonal issues. Patient was treated for pain. Patient psych injury related to essure. Patient treatment for bladder and urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded; in 2009: results: everything was normal. Pathology test - on (B)(6) 2018: two undesignated fimbriated fallopian tube segments, also noted within the same container are two tightly wound to focally un-wound, thin, silver-colored metallic wires, one of which displays a small amount of attached, cauterized, tan-pink soft tissue (6.5cm and 13.0 cm in length). Ultrasound pelvis - on (B)(6) 2008: 2.5cm complicated left ovarian cyst, possibly hemorrhagic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain,urinary tract infection, vaginal bleeding, abdominal pain, menorrhagia, dysmenorrhea and the following one was described in patient¿s medical records : removed in pieces from right and in totum from left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: outcome of the events abnormal bleeding, depression, anxiety and uti were updated recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/pain/severe pain") in a female patient who had essure (batch no: 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced galactorrhoea ("hormonal changes describe: breast produced milk"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes:uti"), dysmenorrhoea ("dysmenorrhea(cramping) / bad cramps"), dyspareunia ("dyspareunia(painful sexual intercourse)/painful sex"), abdominal distension ("bloating"), flatulence ("gas"), constipation ("constipation/extreme constipation"), diarrhoea ("diarrhea"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain on both left and right sides/severe abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal distension, flatulence, constipation, diarrhoea, alopecia, galactorrhoea, migraine, headache, nausea, depression, anxiety, vaginal discharge, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, flatulence, galactorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: on (B)(6) 2008. Three coils were identified in the endometrial cavity. You had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Abdominal pain, painful sex, fatigue, stomach / digestive issues, hormonal issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded; in 2009: results: everything was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 08-may-2019 for the following reason: company causality comment amended. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/pain/severe pain") in a female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced galactorrhoea ("hormonal changes describe: breast produced milk"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes:uti"), dysmenorrhoea ("dysmenorrhea(cramping) / bad cramps"), dyspareunia ("dyspareunia(painful sexual intercourse)/painful sex"), abdominal distension ("bloating"), flatulence ("gas"), constipation ("constipation/extreme constipation"), diarrhoea ("diarrhea"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain on both left and right sides/severe abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal distension, flatulence, constipation, diarrhoea, alopecia, galactorrhoea, migraine, headache, nausea, depression, anxiety, vaginal discharge, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, flatulence, galactorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2008.. Three coils were identified in the endometrial cavity. You had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes abdominal pain, painful sex, fatigue, stomach / digestive issues, hormonal issues diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; in 2009: results: everything was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/severe pain'), genital haemorrhage ('bleeding - gen. Abnorm. Bleed') and device breakage ('removed in pieces from right and in totum from left') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, vaginal pain, vaginal bleeding, vaginal discharge, cervicitis, numbness in feet, headache, weakness, dizziness, lower abdominal pain, flank pain, burning micturition, cystitis, urinary tract infection, endometritis, vaginal itching, vaginal yeast infection, pregnancy, bipolar disorder, loop electrosurgical excision procedure and endometrial ablation. Previously administered products included for an unreported indication: zolpidem in 2006 and abilify in 2006. Concurrent conditions included back pain, hematuria, dysuria, koilocytosis, dysplasia, dehydration, constipation, ovarian cyst, vaginal yeast infection, candida test positive, retroverted uterus, vaginitis, abdominal wall hematoma, abdominal tenderness, uterine tenderness, vomiting and uterine bleeding. Concomitant products included cocaine, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2008 to (B)(6)2018 and ibuprofen from (B)(6) 2008 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes:uti"), depression ("depression"), anxiety ("anxiety / psych injury related to essure") and abdominal pain ("abdominal pain on both left and right sides/severe abdominal pain"). In 2012, the patient experienced galactorrhoea ("hormonal changes describe: breast produced milk"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping) / bad cramps"), dyspareunia ("dyspareunia(painful sexual intercourse)/painful sex"), abdominal distension ("bloating"), flatulence ("gas"), constipation ("constipation/extreme constipation"), diarrhoea ("diarrhea"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the device breakage, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal distension, flatulence, constipation, diarrhoea, alopecia, galactorrhoea, migraine, headache, nausea, depression, anxiety, vaginal discharge and fatigue outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, flatulence, galactorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2008. Three coils were identified in the endometrial cavity. Plaintiff received treatment for gen. Abnormal bleeding abdominal pain, painful sex, fatigue, stomach / digestive issues and hormonal issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded; in 2009: results: everything was normal. Pathology test - on (B)(6) 2018: two undesignated fimbriated fallopian tube segments, also noted within the same container are two tightly wound to focally un-wound, thin, silver-colored metallic wires, one of which displays a small amount of attached, cauterized, tan-pink soft tissue (6.5cm and 13.0 cm in length). Ultrasound pelvis - on (B)(6) 2008: 2.5cm complicated left ovarian cyst, possibly hemorrhagic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain,urinary tract infection, vaginal bleeding, abdominal pain, menorrhagia, dysmenorrhea and the following one was described in patient¿s medical records : removed in pieces from right and in totum from left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events added- gen. Abnormal bleeding and bladder /urinary problems was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/pain/severe pain") in a female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced galactorrhoea ("hormonal changes describe: breast produced milk"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes:uti"), dysmenorrhoea ("dysmenorrhea(cramping) / bad cramps"), dyspareunia ("dyspareunia(painful sexual intercourse)/painful sex"), abdominal distension ("bloating"), flatulence ("gas"), constipation ("constipation/extreme constipation"), diarrhoea ("diarrhea"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain on both left and right sides/severe abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal distension, flatulence, constipation, diarrhoea, alopecia, galactorrhoea, migraine, headache, nausea, depression, anxiety, vaginal discharge, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, flatulence, galactorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2008. Three coils were identified in the endometrial cavity. You had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Abdominal pain, painful sex, fatigue, stomach / digestive issues, hormonal issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. In 2009: results: everything was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet and medical device received : events added: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: urinary tract infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bloating, gas, constipation, diarrhea, hair loss, hormonal changes, describe: breast produced milk produced, migraines, headaches, nausea, depression, anxiety, vaginal discharge, fatigue, abdominal pain on both left and right sides. Lot number was added. Lab data was added. Reporter information was added.